Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event cannot fully be determined. A possible cause could be that the technician exported the configuration from a device where these lower alarm limits were deactivated and imported it into all 58 devices. In consequence (correction), the service technician adjusted the configuration. An excerpt from the operator's manual was provided to the user with the description of the procedure for adapting the configuration. There was no patient or user harm reported.

Event description:
07dec2019 09:04:58 first occurance. They were in (p)cmv and the rt was receiving several apnea alarms.